Event description:
Customer reportedly received the following results on the mobile system: within 10 minutes: hi (greater than 600 mg/dl) compared to a result of 100 mg/dl on a professional meter and within 10 minutes: hi (greater than 600 mg/dl) compared to a lab result of 164 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.